Manufacturer narrative:
Sample collection information was not provided for this event. Controls were run before and after the incident and the instrument is currently performing within qc specifications. Previously run patient samples were rerun to confirm accurate back to the last acceptable control run. Field service engineer (fse) found the manual mode calibration factors were entered incorrectly. The fse performed a manual mode calibration. The repair was verified and the instrument was validated. The root cause for mode to mode not matching was the incorrectly entered manual mode calibration factors.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to wbc, hgb, and mcv results, which were not matching between manual mode and auto mode, generated by coulter lh750 hematology analyzer. The three patient specimens initially run in auto mode (two of them were run on two other lh750 instrument in the laboratory.) Showed higher wbc, hgb, and lower mcv when rerun in the manual mode on the instrument of this report. Auto mode results for all three instruments were considered correct. No erroneous results were reported out. The patient results are shown. There was no death, injury, or change to patient treatment associated with this event.